Event description:
The customer reported oxygen pressure sensor range error. There was no patient involvement.

Manufacturer narrative:
MFR received date: 03 sep 2019. Date of report received: 04 sep 2019. The customer reported oxygen pressure sensor range error, and found an additional error code referencing a proximal pressure sensor autozero failed issue. They also found a nav-ring center button missing. The manufacturer¿s field service engineer replaced the printed circuit board assembly data acquisition and the front bezel to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 28oct2019. Date of event: 01nov2019. During failure investigation, the out of specification created the error referenced to pressure error autozero failed. The error referencing the oxygen pressure sensor range error or pressure sensor could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jul2019.

Event description:
The customer reported oxygen pressure sensor range error. There was no patient involvement.